Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.50/+2.50/111 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced lens opacity (cortical) assessed on (B)(6) 2023. On (B)(6) 2023 the lens was explanted and replaced with a cataract lens. The problem was resolved. The cause of the event was reported as unknown.